Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm, a loose drive support cap was also reported. Customer's blood glucose level at the time 125 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Compromised force sensor system was not confirmed due to motor error alarms. The following cosmetic damage was noted on the device: cracked reservoir tube lip, cracked case near the display window corner, cracked on display window, and missing end cap sticker.